Event description:
It was reported that a merlin.net transmission showed an alert for high out of range, high voltage lead impedance. The device was reprogrammed. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.